Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked, and the pump was not operating at full functionality, leading to a replacement of the device. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included interviews and communication with the user and analysis of information provided by the user or third party. Investigation of this device revealed a stress-related problem associated with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.